Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "valgus-varus deformity." This event was initially reported on manufacturer report number 1825034-2010-00362 on (B)(6) 2010.

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2009 due to instability with genu valgum. Revision operative report noted the knee was loose in the flexion gap. The femoral component and tibial bearing were removed and replaced.